Event description:
Imp # (B)(4).

Manufacturer narrative:
On 08 september 2015 it was prepared a final report with the information already submitted in the intial report. On 09 september 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(4) 2015: lot 124503: 50 stems manufactured and released on december 27, 2012. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. On july 3, 2015, ceramtec performed the review of its batch without finding any anomaly. On (B)(6) 2015, it was confirmed that the explanted items will not be available and that the pt had septicemia.